Manufacturer narrative:
The reported event was confirmed through the visual inspection. Rough or improper handling could have led to the reported event.

Event description:
It was reported that during a demonstration the battery housing of the device disassembled when a battery was removed. The demonstration was completed without any patient involvement, adverse consequences, or medical interventions.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4)

Event description:
It was reported that during a demonstration the battery housing of the device disassembled when a battery was removed. The demonstration was completed without any patient involvement, adverse consequences, or medical interventions.